Event description:
Customer reports two incidents of dialyzers clotting on two separate days in 01/2001, during pt treatment. Treatment was terminated. Blood could not be reinfused to the pt. No pt injury or medical intervention reported.